Event description:
During a review of programming and diagnostic history in the programming history database, it was observed that high lead impedance resulted from a systems diagnostic test when the patient's device was tested in 2004. The information obtained from the review of diagnostic history revealed that high lead impedance resolved at a later date in 2007 and has remained within normal limits up through the available data, which is up to (B)(6) 2009. Good faith attempts to obtain additional information from the treating physician have been made, however, no response has been received to date.